Manufacturer narrative:
Date of event is estimated.

Event description:
Related manufacturer reference number: 1627487-2022-02766. It was reported the patient¿s system was explanted and replaced to address the issues due to the ipg reaching its end of service and ineffective stimulation due to impedance issues.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.